Manufacturer narrative:
Additional manufacturer narrative: rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and (4) deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. Alternatively, there may be occasions where the surgeon alleges an over-sized valve may be implicated as a contributing factor. In this case, there was investigational evidence that the valve was oversized and the surgeon recognized that the "lv rupture was from the mitral valve." Based on the available information the root cause of the event remains indeterminable but was likely impacted by patient factors and procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 31mm mitral valve was explanted at implant due to sizing issue and lv rupture. The explanted device was replaced with a 29mm pericardial valve. Per obtained medical records, this procedure took approximately 12 hours. The patient had a barlow's type mitral valve with quite a thick ridge of calcium on the posterior annulus making repair not possible. The surgeon replaced the valve with a tissue valve and the patient came off bypass nicely and was decannulated and the chest was closed when the patient had a pressure spike and sudden severe drainage of blood from her chest tubes. The chest was reopened and the surgeon recognized that this was a lv rupture from the mitral valve. Therefore the surgeon recannulated quickly and rearrested the heart. The previous mitral valve was removed and the rupture identified. It was quite unusual as it was almost at the 9:00 position and high up close to the annulus. The surgeon repaired this both externally and internally with pledgets and felt strips and replace the valve with a 29mm valve. The left atrium had to be patched closed because it basically fell apart. This patient has been a long-term steroids which led to poor tissue quality. The patient was eventually able to be weaned slowly from bypass without any evidence of any bleeding from the lv rupture and with normal mitral valve function. Unfortunately the right ventricle became dysfunctional and the patient was treated for a very long time. It became obvious that some type of right ventricular support was necessary. The patient was transferred to another facility in order to have a right ventricular support device placed immediately.